Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with cracked case at display window corners, severely scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm during rewind on the insulin pump. The customer's blood glucose level was 180 mg/dl. The was assisted with clearing the alarm and advised to disconnect from the insulin pump. The customer does not use the sensor feature on the insulin pump. The customer stated that they are able to complete the rewind sequence. The troubleshooting was performed. The customer insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care instruction.